Event description:
On (B) (6) 2008 - customer reports there was no fluoro capabilities at start-up of day. Customer reports there was no other room available for procedures.

Manufacturer narrative:
Field service engineer talked to radiology tech and they were able to troubleshoot problem by unplugging the footswitch. The customer has elected to replace the footswitch themselves, rather then having liebel flarsheim fse come out to site to replace. There will be no product returned for investigation.